Manufacturer narrative:
This report is being filed as a result of a retrospective review of philips healthcare complaints back to (B)(4) 2007. The customer and the philips field service engineer (fse) took the preliminary steps of image calibrations and image tests. The fse replaced the a-plane collimator (including the reference converter), the dmp/dmc vicor power supply, the dmc and the r-com. The artifact was not reproducible on the system phantom. An air scan was performed where the reference detector plots indicated there was something amiss. Review of images and raw data provided by the customer to philips determined that the probable root cause of the artifact is an air bubble in the cooling circuit. The x-ray tube and cooling unit were replaced. The fse confirmed that the artifact did not appear following these replacements. (B)(4).

Event description:
Philips received info from a customer site that there is an intermittent shading artifact appearing on head scans that the customer is concerned could be lead to a misdiagnosis. There was no report of misdiagnosis or mistreatment as a result of this reported incident.

Manufacturer narrative:
The final MDR was mailed on october 18, 2013. On (B)(6) 2007, the customer reported that images from a CT brain procedure performed utilizing their philips brilliance 64 slice CT system, exhibited subtle intermittent artifacts. The first occurrence of the artifact was on a CT brain procedure performed on (B)(6) 2007 and is documented in this complaint. A follow-up CT brain scan performed on (B)(6) 2007 of the same patient on the same CT system did not exhibit the artifact. There was no report of misinterpretation or inappropriate treatment of the patient associated with the event. The customer also reported that on (B)(6) 2007, a second patient had a CT brain procedure performed on the same system, and that the images from that procedure exhibited the same artifact. The customer reviewed the images from the patient's previous CT brain procedure which was performed on (B)(6) 2007, and confirmed that the artifact was not present on the images from the prior study. There was no report of misinterpretation or inappropriate treatment of the patient associated with the second occurrence. The second occurrence is documented in a subsequent complaint. The customer expressed concern to philips service that due to the subtle and intermittent nature of the artifact, that the issue may have been present since system installation. The system ((B)(4)) was installed at the customer site on 18-oct-2005. The customer reviewed past patient procedures for evidence of other occurrences of the artifact. The customer provided images from a 3rd patient procedure performed on (B)(6) 2007 that they felt exhibited the subtle intermittent artifact. There was no report of misinterpretation or inappropriate treatment of the patient associated with the third occurrence. The third occurrence is documented in a subsequent complaint. The original x-ray tube for the system failed after 17.4 months of operation and was replaced due to the field service engineer's (fse) suspicion of a cracked anode on (B)(6) 2007. At that time, the fse also replaced the x-ray tube heat exchanger. The fse repair actions were documented in an sap service work order. The failed x-ray tube was sent to philips (B)(4) for failure analysis. Philips (B)(4) confirmed that the x-ray tube had failed due to a cracked anode and recommended that the fse review a service newsletter, which details how the x-ray tube and heat exchanger should be replaced at the same time in the case of a cracked anode (as had already been performed by the fse). From CT service news - CT mrc 600/800 x-ray tube anode crack symptoms & resolution symptoms of an mrc anode crack include - a loud bang shortly after an exposure has been made, or a high noise during anode rotation. At no time is the patient at risk. - an error listed in the logger_mdb or cantrace or both, stating no anode rotation ( hss_off ) - an error listed in the logger_mdb or cantrace or both, with relation to the oil flow ( s_generator_monitor_oil_flow_error) - with the power turned off, and the gantry¿s rotor spun by hand, a ¿clinking¿ of loose parts can be heard. If an mrc anode crack is suspected, the action should be to replace the tube and cooling unit together. The reason is that the pieces from the anode can be carried through to the cooling unit. If just the tube is replaced, the pieces will be carried over to the new tube and damage it as well. On (B)(6) 2007, the replacement x-ray tube was installed on the system. This second x-ray tube was still installed on the system when the customer reported the subtle intermittent artifacts on (B)(6) 2007. On (B)(6) 2007, the fse attended the site and evaluated the system. The fse escalated the issue to 3rd level support. The fse determined that the a-plane collimator had failed and replaced it on (B)(6) 2007. On (B)(6) 2007, the fse determined that the a-plane collimator that was replaced on (B)(6) 2007 had failed and replaced it with a new a-plane collimator. The fse repair actions were documented in an sap swo. On (B)(6) 2007, the fse replaced the reference converter. The fse repair actions were documented in an sap swo. On (B)(6) 2007, the fse also replaced the dmc and the rcom. The fse repair actions were documented in an sap swo. On (B)(6) 2007, the fse determined that artifacts were caused by air bubbles in the cooling oil of the x-ray tube and the reason that the artifacts were intermittent was due to the air bubbles moving through the x-ray tube cooling system. The fse replaced the x-ray tube and the data management system (dms) cover fans on (B)(6) 2007. The failed x-ray tube was sent to philips (B)(4) for failure analysis. The fse repair actions were documented in an sap swo. On (B)(6) 2007, philips (B)(4) evaluated the failed x-ray tube. The x-ray tube was installed on a test system within the (B)(4) factory and the complete program of image quality performance testing was completed by a CT regional technical assistance center (rtac) specialist. All performance test scans were completed successfully with no evidence of artifacts. On (B)(6) 2015, the fse confirmed that replacement of the x-ray tube on (B)(6) 2007 resolved the artifact issue for the customer. The fse stated that the site was monitored for a few weeks with no recurrence of the artifact reported. The fse confirmed that the customer reported that after tube replacement, the image quality on the system was improved. The fse also confirmed that there was no report of recurrence of the artifact after the repair. Philips (B)(4) concluded the following information. Complaints are known only on brilliance 64, only the mrc 800 CT is concerned no complaints from the brilliance 40 and big bore family where the mrc 800 CT tube is also running. The mrc 600 CT is running the same manufacturing and processing steps as the mrc 800 CT. Up to date there are no complaints of artifacts of the brilliance family 6, 10, 16, 16p and gemini. All internal test and investigation results cannot confirm the complaints the design of tube and heat exchanger, the flow speed of oil and the rotation of both components on the gantry including the right handling during the replacement procedure come not to conclusion that air enters the oil circuit and results that artefacts caused by air. The investigation and risk were performed to determine if this issue reported on the brilliance CT 64 could also impact the gemini tf pet/CT 64 slice. CT bu notified nm bu of this event. CT physics were provided image data from the event for review. CT physics found the following: there is insufficient information to confirm that the root cause of the image artifacts observed was an air bubble circulating in the x-ray tube cooling oil, since the bubble was never located and the part return and investigation process was not designed to detect air bubbles in the cooling oil, particularly if the air bubble stayed in the heat exchanger. The image artifacts presented are subtle uniformity changes that could be caused by an air bubble passing through the x-ray beam path in the cooling oil and momentarily changing the amount of oil that the beam passes through. In summary, all of the information presented is consistent with an air bubble being present in the x-ray cooling oil circuit, but there is insufficient evidence to prove that this was the case. The probable cause is that an air bubble was introduced into the x-ray cooling oil circuit when the tube was changed on (B)(6) 2007. CT engineering determined this issue to be an acceptable risk and if the malfunction were to recur it would not be likely to cause or contribute to death or serious injury because: daily and monthly image quality checks by operator in instruction for use. IFU shall include a note that the operator and radiologist should be qualified with CT diagnostic including typical CT image artifacts. The system shall be operated only if performance quality assurance has been satisfactory completed, and the preventive maintenance program is up to date. If any part of the equipment or system is known (or suspected) to be operating improperly or wrongly-adjusted, system shall not be used until repair is made. On (B)(6) 2007, the fse replaced the x-ray tube to resolve the issue. (B)(4)